Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported left side "rupture," " pain, physical discomfort," and "anxiety." Patient representative additionally reported sleeping problems, lack of appetite and tiredness not related to the device. The device has been explanted.